Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, 20/ca ultra nonstick 10ft was being used during a ¿breast surgery¿ on (B)(6) 2022 when it was reported ¿surgeon noticed bovie tip is loose, when she turned the tip towards the floor a piece of plastic fell out of the smoke evacuation tube.¿ further assessment questioning found ¿surgeon said she did not see anything fall into the surgical site¿. The procedure was completed without the use of an alternative device. There was no reported injury, hospitalization or medical intervention for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. (B)(6) 2022 sdewberr.y

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, 20/ca ultra nonstick 10ft was being used during a ¿breast surgery¿ on (B)(6) 2022 when it was reported ¿surgeon noticed bovie tip is loose, when she turned the tip towards the floor a piece of plastic fell out of the smoke evacuation tube.¿ further assessment questioning found ¿surgeon said she did not see anything fall into the surgical site¿. The procedure was completed without the use of an alternative device. There was no reported injury, hospitalization or medical intervention for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one plpul2020 in opened packaging. Lot number was not verified. Performed a visual inspection, the connector within the tip of the device is broken and will not hold the electrode. A DHR review cannot be conducted as a lot number was not provided. (B)(4). Per the IFU, the user is advised to confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. This issue will continue to be monitored through the complaint system to assure patient safety.